Event description:
A surgeon reported a patient that was noted to be under corrected five days following lasik treatment in the left eye. The patient reported glare that did not exist prior to surgery. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).